Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported difficult or delayed activation (clip deployment) associated with the difficulty in separating the clip from the dc could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the mitraclip being difficult to detach from the delivery system during deployment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). A xtw clip was positioned on the valve. During the deployment process, separation from the delivery catheter could not be confirmed. Standard troubleshooting was attempted including manually accessing the gripper lines. After this, separation could be confirmed. A second xtw was attempted to be implanted but was decided to be removed because leaflet quality was poor. Mr was reduced to grade 3. There was no reported adverse patient effect and no clinically significant delay. No additional information was provided.